Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been experienced a delay in delivering therapy and difficulties converting the rhythm. Analysis was performed and it was found that the lead exhibited a gradual rise on the shock impedance measurements. Additionally, noise was observed on the shock channel. Further evaluation of the patient and troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.